Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was cut and returned in two parts. The proximal insulation was abraded and the sensing coil exposed between 12.4 cm - 14.5 cm from the connector pin which could have resulted in noise.